Event description:
The manufacturer received information alleging a ventilator's power cord was melted and was not powering the device. There was no harm or injury reported. The customer reported the melting occurred from an external source. The customer replaced the power cord to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilor's screen appeared to be blank . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and obm pca was replaced to address the issue.